Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the defective charger.

Event description:
A us distributor reported that a patient had a battery charger issue.